Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported yellow greasy foreign matter leaking from the scope could not be confirmed during inspection/no foreign matter found. A definitive root cause of the issue could not be determined, as no additional event or device reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use sections below: cf-hq190l/I operation manual chapter 3 preparation and inspection. Cf-hq190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was not confirmed. Visual inspection on the complaint device was performed as in received condition. Olympus borescope was used to verify the condition of the auxiliary, biopsy, and suction channel. First, the borescope was inserted into the biopsy channel from the opening at the distal end. Upon inspection, deep scratches were discovered along the wall of the biopsy channel. The borescope was inserted further and found scratches through the remainder of the biopsy channel. The borescope was removed from the biopsy channel and reinserted into the suction channel and found the appearance of the channel was normal. In addition, an olympus fiberscope was used to verify the condition of the auxiliary channel and it was found normal. Once verifying the condition of the channel, the air/water, auxiliary and biopsy channel were flush with water. No observations of any yellow paste or colored liquid exiting the channels. The evaluation revealed the following findings: hallow on image, forceps channel was kinked and had tear marks inside channel, control knob had reduced play, plastic distal end cover had deep dent and scratches, adhesive on bending section cover had a crack, insertion tube had minor cut and surface scratches, light guide tube had minor scratches, scratches and dent on plug unit gold pin, and reduced/low angulation. The plastic distal end cover and insertion tube insulation was recommended to be replaced. The device was subsequently repaired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope had yellow greasy paste exiting from the scope when cleaning. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.